Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 430 mg/dl. The customer stated that her blood glucose levels kept rising throughout the day. The customer did not have the insulin pump with her at the time of the call to conduct troubleshooting. Advised the customer to call back for troubleshooting once she has the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.